Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their implant was replaced because it began to take a lot longer to charge their implant. Pt did not recall a date of when it started taking longer to charge. No patient symptoms reported.